Manufacturer narrative:
Sample evaluation: one loose 3ml assembled syringe was received by bd canaan and reported to be from batch #7030783 or 7030784. The sample was visually evaluated. The sample arrived with a tip cap that is not a canaan part and had to be removed to locate the fm. Light brown grease like fm was observed at the top of the inside barrel collar. Barrel mold c-234 cavity #21. Mold technicians evaluated the sample. The likely root cause for grease on the inside of luer is presence of grease on the thread core inside the mold. A DHR review was performed for lot #¿s 7030783 and 7030784. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Both lots were inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Based on the sample evaluation: bd canaan was able to confirm the customer's indicated failure. There was a presence of grease on the thread core inside the mold. Based on the severity assigned to this complaint and the results of the complaint lot history check, CAPA is not required at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a black spot was found on the outside portion of a 3 ml bd luer lok¿ syringe lip. Foreign matter was found prior to use. No report of injury or medical intervention.